Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy. This occured while the home patient (hp) was connected during dwell 3 of 4. The home patient (hp) stated there was no leak or disconnection during therapy, the patient line was properly primed before connecting, no patient extension lines were used, all bags were properly connected, there were no open clamps on any unused supply lines, and there was nothing unusual noted about the supplies. The hp said the bag was empty in dwell 3. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event.